Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies were returned. Hence, no conclusion can be drawn.

Event description:
It was reported that on an unknown date, post-op, the surgeon found the cap screw fixed at an unknown cervical level of one of his patient, loosened. The surgeon felt that the angle of the multi-axial screw had changed since the completion of the case and he was losing the t1 pedicle.